Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the damage was a type c. There was no loss of cautery. Arcing was observed. There was no instrument collision.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm vessel sealer extend instrument had a broken conductor wire. The user was completing the procedure as planned to use a backup vessel sealer extend with no further issue reported. No fragment fell inside the patient. No known impact or patient consequence was reported.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm vessel sealer extend instrument to perform failure analysis. The instrument was analyzed, and the complaint was not confirmed by failure analysis. There was no broken conductor wire observed during visual inspection. The instrument articulated as expected during manual articulation. The grips opened and closed properly. The instrument passed continuity test. The instrument was fully functional. No product issue was identified.